Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations along the hypotube. The embolization coil was detached from the pusher assembly with the proximal constraint sphere on the proximal end of the embolization coil. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned ruby coil confirmed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully against resistance during insertion into a velocity, damage such as this may occur. It is likely that the observed kinks contributed to the resistance experienced while advancing the ruby coil through the velocity. Further evaluation revealed the embolization coil was detached from the pusher assembly. This likely occurred due to forceful retraction of the ruby coil against resistance. Evaluation of the returned velocity revealed it was bent in the distal shaft. This damage likely occurred due to or during packaging for return. The detachment of the embolization coil and the damage to the distal shaft of the velocity were likely incidental, and may have occurred after the physician began to withdraw the kinked ruby coil from the patient. Penumbra coils are 100% functionally evaluated during in-process inspection and penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through a velocity delivery microcatheter (velocity) and the ruby coil pusher assembly became kinked. The ruby coil was removed and the procedure was completed using new ruby coils, one pod coil and the same velocity. There was no report of an adverse effect to the patient.